Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices one device appears to be intact with white biological tissue in the surface of the device and the other device has an opening, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.